Event description:
Blood glucose on patient and the glucometer display went into blue screen. No blood sugar reading noted. Patient was pricked and blood was retrieved, and thus we need to re-prick the patient. Endoscopy team had been using this specific glucometer and the number at the back of the glucometer is #54790. Glucose level was collected and resulted with a different glucometer.